Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image freezes due to failure of the printed circuit board. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the image freezes on the video system center, when a scope is plugged in. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found the picture in picture connector was deformed and needed replacement. The bottom chassis, front chassis, and front panel needed to be replaced due to corrosion. Should additional relevant information become available, a supplemental report will be submitted.